Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump was only responsive after multiple presses. During troubleshooting with tandem technical support (cts), it was confirmed that the customer was able to access the pump features after plugging the pump into a power source. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer would continue use of the pump and was instructed to monitor pump performance.